Event description:
Customer reports that the omnipod controller gave her a bolus of 20 units of insulin, they never confirmed, caller mentions she is "very scared", because her blood glucose levels went below 60 mg/dl. The customer stated the controller was on her nightstand the whole time. Sometime in the evening she had logged into it, just to look at the screen to see her current dexcom readings but states that was all she did. Global product monitoring reviewed this case report of the device independently delivering an insulin bolus dose of 20 units. According to the customer, the 20-unit insulin bolus dose was not requested. The customer provided device log detail for review. Insulet investigation of the device logs confirm user interaction with the controller through screen navigation and data entry to program the bolus detail and initiate the bolus delivery. There was no evidence of an uncommanded bolus/bolus dose not initiated by the user. The physical device was not returned for investigation as of the date of this report. If additional information becomes available this case will be reassessed.

Manufacturer narrative:
In the case description, the user mentioned receiving a 20 u bolus uncommanded. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files confirmed the delivery of a 20 u bolus on the date of occurrence. This 20 u bolus was confirmed with no carbs or bg readings entered. The engineering logs showed interaction with the controller in order to program and confirm the bolus. The logs show that the bolus button was pressed in order to open the bolus calculator and the total bolus was adjusted though no carbs or bgs were entered, indicating manual adjustment of the total bolus. The logs show that the next button was pressed to go to the confirm bolus screen and the start button was pressed to begin bolus delivery. The bolus record confirmed that a 20 u bolus was confirmed and that the bolus was manually adjusted from 0u to 20u before confirmation. No evidence of an uncommanded bolus was observed in the logs.